Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported issue. The sensor interface board (sib) was replaced which corrected the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported issue. The sensor interface board (sib) was replaced which corrected the issue.

Event description:
The customer reported a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.